Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application lost communication with the cardiac resynchronization therapy defibrillator ( crt-d) almost immediately upon attempting an interrogation. It was noted that there was difficulty establishing telemetry, despite positioning the patient connector directly over the crt-d. Troubleshooting steps were taken to include multiple attempts of ending the session and reinterrogating, however the issue persisted. Further troubleshooting steps were taken to include force closing and re starting the application which resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis could not confirm the customer comment that the mobile programmer application lost communication with the cardiac resynchronization therapy defibrillator (crt-d) almost immediately upon attempting an interrogation. It was determined that the connection was not established. Analysis confirmed there was difficulty establishing a connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.